Manufacturer narrative:
Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported the unit will sporadically only perform two (2) compressions and will then stop. It was noted that this has happened both in training and in an actual rescue.